Event description:
It was reported through clinic notes received on 8/21/2012 and dated (B)(6) 2012, that the patient had been fighting recurrent left axillary abscesses and had recently been put back on medications. No additional information is known

Event description:
The device manufacturing records for the implanted generator were reviewed and sterilization, prior to distribution was confirmed.

Event description:
Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization prior to distribution.

Manufacturer narrative:
.